Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8, d9 . The device was returned to olympus for inspection and the reported failure of leak from the hose was confirmed. Based on the investigation results, the most probable cause of the complaint is component failure due to degradation. This includes problems that occur when the device becomes worn, weakened, corroded, or broken down through processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had found a leak in the packaging of the hose connecting to the co2 (carbon dioxide) tank. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. During the device evaluation, the technician identified that the leak was found to originate from the seal.

Event description:
No additional information received from the customer.